Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative provided training to the staff on the proper use of the probes. The system was then tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a customer use issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that the system displayed a system message and the laser did not work during a surgical procedure. The system was exchanged to complete the procedure. There was no patient harm.